Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room then hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 407 mg/dl. The another blood glucose level was 393 mg/dl, 140 mg/dl, 86mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with manual injection, intravenous insulin admitted in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at that time. No further patient complications were reported. The insulin pump will be returned for analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/beep anomaly or absence of audio alarms and pump error 63 alarm noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2022. Unable to verify pump error 63 alarm for the event date of (B)(6) 2021. Unable to verify pump error 15 alarm for the event date of (B)(6) 2021. However, pump error 15 alarm was recorded and found in the formatted history file on (B)(6) 2022 21:15:43.000. Pump error 15 alarm (line number 1935 file number 0) was due to software error as per global logic analysis (esf# (B)(4). The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs, dka and low bgs. The force sensor is within specification and the motor functioning properly. Sensor anomaly was not confirmed. Audio/vibrate anomaly/absence of alarm was not confirmed. Pump error 15 alarm was confirmed. Pump error 15 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.